Event description:
It was reported that despite the displayed battery backup time of 88 minutes, the ventilator generated a no voltage alarm only two minutes after mains was disconnected, the ventilator then shutdown. There was no pt harm. (B)(4).

Manufacturer narrative:
The batteries have been requested back for investigation but have not yet been received. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).